Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping and scrolling during testing. Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 242 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.